Event description:
Just wanted to let you know due to birth defect -left breast tubular abnormality- I had silicone implants inserted in 1977. In 2007, 30years later, it became clear they had ruptured. Looking back at my medical records of pain and auto-immune system symptoms, silent ruptures probably occurred around 2003. Let me make this clear: sonogram 2007 showed both implants intact and fine. Wrong! I felt very ill, had no energy, was experiencing rapid weight loss and knew something was wrong. It took me begging the hospital to give me the MRI's -commonly considered a "cosmetic procedure"- to show that both implants had ruptured. The following month, I had surgery to remove the leaking silicone implants which by this time had become extracapsular ruptures - silicone had traveled throughout my body. I had an "exchange" surgery performed, new silicone implants put in during this operation. Surgeon made a mistake - put wrong size silicone implant into wrong breast. Waited 1 year and had "revision" surgery in 2008. The surgeon switched the 1-year-old implants - did not order and use new implants. By the way, this surgeon is the same surgeon who performed the procedure in 1977. More problems - after aspirating the left breast due to a hematoma, a "hole" developed at the aspiration site leaving the left implant exposed. I "gave up" due to the ongoing trauma and in a wish for the healthiest outcome possible, decided to have both "new/1-year-old" implants removed. The explant procedure was conducted in early 2009 by a different surgeon. I am now very disfigured with scarred/burned off right areola with open wound on right areola that has not healed since late 2007 surgery; major scarring on both breasts; smaller, tubular, nipple out of alignment of left breast. Bottom line, I want you to be aware of: I have had severe pain-related disabilities/problems, weight loss, brain memory issues, numbness in hands/feet, etc. Since the fall of 2007. I was given a survey to complete from mentor that is part of their responsibility in order to keep FDA approval, but I could not complete it therefore did not submit it, because it was relevant only for 1st time patients. It has not been designed for "my cohort" of which they are becoming more and more women who have had implants for a long time that now need to be removed or replaced.